Manufacturer narrative:
Device passed displacement test; it failed self test returning an unexpected hardware low-level failures. No unexpected critical pump errors (open book image) were noted during testing. No stuck buttons or keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. In addition to this, adjusted the audio options audio volume 1-5, and each setting sounded the same. Hardware low-level failures is confirmed in the formatted history file due to some electronics problem and due to a loose connection or a cold solder joint at keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 179 mg/dl at the time of the incident. Patient tried removing battery no buttons responding. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.